Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an overinfusion of tpn. The infusion was programmed on (B)(6) 2014 at 4:20 pm to infuse 1440 ml over 24 hours (60 mg/dl). On (B)(6) 2014 at 7am the nurse noticed the bag volume was lower than expected and by 10:30 the bag was empty. The device showed 400 ml remaining vtbi. A photo of the label on the IV bag indicates the total volume in the bag was 1540 ml (1440 ordered plus 100 ml overfill). There was no report of any pt harm related to the overinfusion, however the pt expired several weeks after the event. The customer reported the death was related to the pt's underlying condition and not related to the overinfusion.